Event description:
It was reported that the patient experienced pain in right arm following the permanent implant. As such, surgical intervention took place on (B)(6) 2021 wherein the lead was repositioned. Reportedly, issue was resolved.

Event description:
Information indicates that decompression of c-spine and repositioning of lead was completed on (B)(6) 2021.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.